Manufacturer narrative:
Explant was reported due to an unknown cause. The investigation found that all three leaflets contained tears and were fibrotically thickened. There was fibrous pannus ingrowth on the inflow surface of all three leaflets. No acute inflammation or significant calcifications were present. The stent ring was distorted and bent in an elliptical shape. The cause of the tears and fibrotic thickening could not be conclusively determined, however, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Event description:
On an unknown date, a 23mm trifecta valve was implanted. On (B)(6) 2019, the valve was explanted due to an unknown cause. No additional information will be provided.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On an unknown date, a 23mm trifecta valve was implanted. On (B)(6) 2019, the valve was explanted due to an unknown cause. No additional information will be provided.